Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ device indicating that the internal paddles failed. The rse evaluated the device remotely. It was determined that this was a malfunction of the internal paddles the replacement for which was recommended. The customer was informed that the equipment is end-of-life (eol). The device remains at the customer site and no further evaluation is warranted at this time. According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december-2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the internal paddles. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was recommended to order the internal paddles and the customer was informed that the device is no longer supported/serviced due to being end-of-life / end-of-support. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.